Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: 8015 failing battery conditioning test. Case notes: problem description. (B)(6) 2018 09:20:08 (B)(6). Customer called due to battery conditioning test not finishing the test. Customer swapped batteries with no change to fault. Informed customer the issue is due the power supply board and or the switching power supply. Customer will send in for repair. No patient involvement. Serial number (B)(4).

Event description:
(B)(6). Case status: open. Summary: 8015 failing battery conditioning test. Case notes: problem description: 01/31/2018 09:20:08 (B)(6). Customer called due to battery conditioning test not finishing the test. Customer swapped batteries with no change to fault. Informed customer the issue is due the power supply board and or the switching power supply. Customer will send in for repair. No patient involvement. (B)(6).